Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: (B)(6) hospital (australia) informed cook on (B)(6) 2021 of an incident involving a c-utlm-501j, from an unknown lot, where there was a perforation of the right ventricle due to the device being "too long" for the intended patient. The user stated that the device was being used in small children under 8kg. No information was provided regarding the impact of this incident on the patient. A review of documentation including the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current instructions for use [c_t_ulmbhce_rev8] state the following: "how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Warnings complication arising from the use of this device can result in serious injury or death; catheter tip can erode or perforate vascular walls. Every effort must be made to ascertain proper tip position in order to prevent erosion or perforation of central venous system. Tip position should be verified by x-ray and monitored on a routine basis. Periodic lateral view x-ray is suggested to assess tip location in relation to vessel wall. Tip position should appear to be parallel to vessel wall." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event has been traced to the procedure rather than the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that use of an unknown cook 8cm 5 fr triple lumen central venous catheter resulted in right ventricle perforation. The device was reported to have been used for internal jugular access in an infant under (B)(6) kgs. It was also stated that the device is "too long", as the user wishes the device was supplied in a different size. Additional information has been requested but is currently unavailable.